Event description:
Per the clinic, the device was explanted on (B)(6) 2023 (reason unknown). The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on september 21, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted subsequent to a head trauma, and due to a migration of the electrode array into the middle ear, which was caused by a cholesteatoma. This report is submitted on november 20, 2023.